Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit, was found leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare. Our investigation is based on the information, video and photographs provided, and our knowledge of the product. Results: review of the provided photographs and video of the subject mr290v vented autofeed humidification chamber confirmed the reported leak. Additionally, a dent in the chamber base was observed. Conclusion: the base of the returned humidification chamber was found to be dented. Without the return of the subject device, we are unable to confirm the cause of the leak, however the presence of the dent indicates that he chamber might had been dropped, posibbly resulting in the reported water leak. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the rt266 breathing circuit state the following: - "do not use the chamber if the seals are not intact of if it has been dropped." - "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit, was found leaking water during patient use. There was no patient harm reported.